Event description:
Reporter stated that patient obtained the following blood glucose results when testing on the accu-chek performa system: - 93 mg/dl, 03:08 am - 50 mg/dl, 03:16 am - 519 mg/dl, 03:24 am - 183 mg/dl, 03:25 am no adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.